Event description:
It was reported the pt has not charged his scs in approximately 6 months as he was involved in two separate accidents. The pt was unable to communicate with the ipg via the programmer. The sjm rep met with the pt and was also unable to communicate with the ipg via the programmer. Surgical intervention may take place at a later date.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.